Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Manufacturer narrative:
Upon completion of the investigation it was noted that two valves were returned for evaluation. The affiliate was not able to provide additional information as to why two valves were returned for investigation as the event description explained a problem with a single valve and an abdominal catheter. It should also be noted that the abdominal catheter was not returned for investigation. It is not clear which device was subject of the compliant. The investigation for the valve with a serial number of (B)(4) was found to have a dislodged x-ray marker. The device failed the programming test as the cam mechanism moved slightly. It was also noted that the valve casing was cracked. It is believed that the device sustained some form of impact as the casing had the imprint of the cam mechanism. This however could not be confirmed. Biological debris was also seen throughout the device. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. The valve with a serial number of (B)(4) was inspected and when tested for programming and pressure, the device failed. Upon further investigation it was found that biological debris was seen throughout the device, which appears to be the root cause for the problem reported by the customer. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that after five years, device would no longer program the pressure. There are no symptoms with the patient. However, the device along with the catheter was revised. The catheter code was not provided.